Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump would not be getting explanted. It was reported that the patient was in sepsis about a month ago and that the pump was still alarming and they wanted the alarm silenced. The caller inquired about silencing the pump alarm and was sent the pump off form. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen (2000 mcg/ml at 12.1 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient was due for a replacement and elective replacement indicator was expected but when they interrogated the pump on (B)(6) 2018 it said the pump was in safe mode and the dose was 12.1 mcg/day down from 915.6 mcg/day. No symptoms were reported. It was noted that the hcp would be checking the pump logs and call back. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that she required assistance in programming the pump to off state. No further complications have been reported as a result of this event.